Event description:
Patient hospitalized for high blood glucose level. Patient out late on evening of 07/24/99 and thinks she became dehydrated. When she got home that night, her bg and ketones were high. Delivered boluses throughout day on 07/25/99, bg stayed high. Replaced cartridge and site, began to vomit and went to hospital. At hospital, evidence of infection seen by high white blood cell count. Given IV insulin and antibiotics. Patient feels high bg is from dehydration and impact of infection. Patient feels very strongly pump is fine and will not send in.